Manufacturer narrative:
The complaint of "lead migration" was not confirmed. This event cannot be confirmed through product analysis testing alone. The cause of the lead migration is unknown. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.